Event description:
It was reported that the set comes unscrewed from connection before usage. No further information was provided.

Manufacturer narrative:
Correction: g4 in follow up #1 for mrn 9616066-2020-01877 should have been 17/jun/2020.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the set becoming unscrewed from the connection before use could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. A root cause could not be determined due to an investigation not being able to be performed. This incident has been added to our database of reported incidents.

Event description:
It was reported that the primary set comes unscrewed from connection before usage. Although requested, additional information was not provided to date.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient information was not provided to date.

Event description:
It was reported that the primary set comes unscrewed from connection before usage. Although requested, additional information was not provided to date.